Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose (bg) level of 767 mg/dl. Due to the elevated bg, the customer began vomiting and experiencing confusion and therefore went to the emergency room and was subsequently hospitalized on (B)(6) 2026 with moderate ketones a healthcare professional deemed life threatening. While in the hospital, the customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage.